Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump rejected new batteries, randomly alarmed no delivery, and occasionally the screen had black lines after a battery change. The lines went away and the customer believed it was normal. The customer woke up with high blood glucose levels over 200 mg/dl. The device was not returned.